Event description:
It was reported that: complaint of 3 starter wires with no patient involvement. The account have bad starter wires. They opened it, noticed it was bad and threw it off the side. There was no patient involved at all. It was experienced before any patient involvement. Bsc rep have two of the wires and another one had been thrown out. No patient involved at all. No procedure involved. The middle part of the tip of the wire was coming frayed. It was coming apart for the two wire. They can see it. The second one was not opened, they were concerned with the lot numbers. Bsc rep went ahead and took it from to return since it was from the same lot number. For the third device, bsc rep was told, it was fraying apart. They did not found out about that until the day later and the packaging and everything was thrown out. They showed bsc rep the first defective device. He will send two of them, one was opened, and one was not open from the same lot number.

Manufacturer narrative:
Method result and conclusion codes added. Device no longer returning. - attachment: [comp-11965 investigation.pdf].

Manufacturer narrative:
Update provided as device received and evaluated - attachment: [(B)(4)].

Event description:
It was reported that: complaint of 3 starter wires with no patient involvement. The account have bad starter wires. They opened it, noticed it was bad and threw it off the side. There was no patient involved at all. It was experienced before any patient involvement. Bsc rep have two of the wires and another one had been thrown out. No patient involved at all. No procedure involved. The middle part of the tip of the wire was coming frayed. It was coming apart for the two wire. They can see it. The second one was not opened, they were concerned with the lot numbers. Bsc rep went ahead and took it from to return since it was from the same lot number. For the third device, bsc rep was told, it was fraying apart. They did not found out about that until the day later and the packaging and everything was thrown out. They showed bsc rep the first defective device. He will send two of them, one was opened, and one was not open from the same lot number.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
It was reported that: complaint of 3 starter wires with no patient involvement. The account have bad starter wires. They opened it, noticed it was bad and threw it off the side. There was no patient involved at all. It was experienced before any patient involvement. Bsc rep have two of the wires and another one had been thrown out. No patient involved at all. No procedure involved. The middle part of the tip of the wire was coming frayed. It was coming apart for the two wire. They can see it. The second one was not opened, they were concerned with the lot numbers. Bsc rep went ahead and took it from to return since it was from the same lot number. For the third device, bsc rep was told, it was fraying apart. They did not found out about that until the day later and the packaging and everything was thrown out. They showed bsc rep the first defective device. He will send two of them, one was opened, and one was not open from the same lot number.